Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy procedure. Reportedly, the instrument was difficult to open and close and the cartridge disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.